Manufacturer narrative:
No evaluation possible at this time. The novel inserter has not been returned. Multiple attempts to obtain additional information and/or the instrument in question haven been unsuccessful. A review of the device history records revealed no manufacturing, processing or design related irregularities. The records indicated the instrument was properly manufactured and released in accordance with the device master record.

Event description:
The inner driver tip broke in surgery.